Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, 99% stenosed, moderately tortuous, mid left anterior descending (lad) artery a 2.75 x 28 mm xience pro stent was implanted and post deployment a proximal edge dissection was noted. A second 2.75 x 15 mm xience pro stent was used as treatment. The procedure was successfully completed without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. It is indicated that the stent delivery system (sds) is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed; there is no evidence to indicate the presence of a product deficiency. The reported patient effects of dissection in the coronary artery is listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. The xience pro is currently not commercially available in the us.